Manufacturer narrative:
No customer sample avaiable, no lot number know.

Event description:
The patient is a patient from out of town who came in the store last week and wanted her needles to be switched to the nano pro. The patient had her droplet needles in a (B)(6) bag and not a box. The patient demonstrated that when she would unscrew the pen needle from the insulin cartridge, the needle would remain in the cartridge and dislodge from the pen needle. She had about 10 pen needles like this in her (B)(6) bag. Patient claims to be a nurse and didn't want to return the product. Patient said to (B)(6) (representative) she wrote a long letter and would be contacting the manufacturer through the number on the box. (B)(6) said the patient is on vacation but to assume to be contacted within the next two weeks when she returns home. Rep tried to get the product back but the patient refused. From this point there is no more information we can provide for the file to continue until the patient decides to reach out. This is informational complaint, as we do not have any additional details from the pharmacy and due to the patient traveling we have no additional way to reach the patient.